Event description:
The technician reported the bed exit alarm will not place a nurse call at the nurse's station. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the pins on the internal side com communication cable were damaged due to the bed being moved with the external side com cable still attached to the wall. The technician replaced the side com cable and speed clamp to resolve the issue. Based on this info, no further action is required.